Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that since the device was implanted in (B)(6) 2013, the incision where the wires were routed down the patient¿s spinal column had never properly healed. The patient remembered her doctor trying antibiotics three times. The area was also debrided once and it promptly grew back. The patient believed the doctor used the medical term granuloma. On (B)(6), the doctor was going to surgically remove the device. They thought that a second device could be tried at a later date.

Event description:
Additional information received reported that the patient was confusing coupling bars with implantable neurostimulator (ins) charge level. It was noted that the electric bolt would turn off by itself and it was about ¼ charged. The electric symbol would disappear when he pushed the green button. The patient had had difficulty since day one. A few nights ago the patient was charging and the lightning bolt disappeared.

Event description:
It was reported that the patient had difficulties ¿beyond belief.¿ the patient stated that if the implantable neurostimulator (ins) had a zipper he would take it out. The patient was concerned that it was too complicated sometimes but that it worked other times. The patient described it as ¿so frustrating.¿ the patient had ¿problems/difficulties¿ ever since it was implanted in (B)(6) of 2013. Once the patient confirmed stim was on, it turned off on its own, and turning it back on was frustrating. The patient confirmed stimulation was turned on and the lightning bolt was displayed on the recharger screen. The stim was successfully turned on. The patient asked why it always turned off on its own. The patient complained about all the icons in the books for reference and that ¿there were not enough words to describe.¿ the patient asked how long he should expect between charges. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown, serial# unknown, product type: unknown; product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported that there was perimeter wound granuloma, which ended up leading to a wound infection. They had to remove the lead and generator and antibiotics were given. The cause of the event was determined and it was not device related. The patient recovered without permanent impairment.